Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed user advisory 41 (patient temperature sensor failure) error message. No patient sequelae was reported. No additional information provided. Attempts for additional information have been requested.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found the front enclosure was damaged. The autopulse platform is a reusable device and was manufactured on 07/08/2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 41 (patient temperature sensor failure) messages (B)(4) 2016. The reported ua 41 message was not replicated during functional testing of the returned platform indicating that the error code was cleared. The platform was run for approximately 30 minutes and no error messages were observed. The platform successfully passed functional testing. In summary, the customer's reported complaint of the platform displaying a ua 41 was confirmed through review of the platform's archive data, however was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 message. Therefore, a root cause of the ua 41 could not be determined. However, possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. Although the platform passed all function testing, temperature sensors and processor distribution board (pd) were replaced to avoid re-occurrence of ua 41. After the parts were replaced the platform passed all final functional testing criteria.